Manufacturer narrative:
Block b6 & b7 were changed to "unk" as several attempts were made to no avail of faining the information.

Event description:
During an sfa dilation procedure, the catheter balloon ruptured after the third inflation. The catheter was removed and replaced with same make to complete the procedure with no pt injury or further complications being reported.